Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported events of a capturing problem and a device sensing problem were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test, found no anomaly contributing to reported events of capturing problem or sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was repositioned after the initial fixation due to high capture thresholds and low sensing. Once the vlp was docked it was noted that the helix was sprung. The vlp was removed and replaced and the patient was in stable condition.